Event description:
It was reported that the bd syringe 1ml ll had foreign matter. The following information was provided by the initial reporter: the user found 1 syringe with brownish stain in the syringe before use.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4). Foreign matter. Two photos of a 1ml luer-lok syringe (part number 309628, batch 4305626) were evaluated. One photo displays the top web slip with complete product information, while the other shows a syringe in sealed packaging with brownish discoloration on the barrel, consistent with a burnt barrel condition. The observed defect is non-conforming to product specifications. Consultation with a molding process engineer confirmed the discoloration resulted from degraded resin due to prolonged exposure to high temperatures during molding, likely during machine start-up. The defect is cosmetic and does not pose a risk to the customer. The potential root cause of the burnt barrel defect is associated with the molding process. Furthermore, a device history record review was completed for provided lot number 4305626. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) - supplemental MDR - foreign matter. A single sample and two photographs of a 1 ml luer-lok syringe (part number 309628) from batch 4305626 were received for evaluation. The sample, enclosed in its original sealed packaging and labeled with all relevant product information, exhibited a brownish discoloration on the barrel, indicative of a burnt condition. One photograph displayed the top web slip with complete product details, while the other showed the discolored syringe within its sealed packaging. The observed defect is non-conforming to product specifications. Consultation with a molding process engineer confirmed that the discoloration resulted from degraded resin due to prolonged exposure to high temperatures during molding, likely during machine start-up. The defect is cosmetic and does not pose a risk to the customer. The potential root cause of the burnt barrel defect is associated with the molding process. Additionally, a device history record review was completed for the provided lot number 4305626, which showed no rejected inspections or quality issues during production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. This information will be captured in trend reports and monitored monthly, with regular reviews conducted by our business team to identify any emerging trends.

Event description:
No additional information was provided.